Manufacturer narrative:
Sample analysis: an evaluation of the device revealed the implant attached to the delivery pusher. The implant coil is stretched and has visible kinking damage likely from the retrieval device. The coil is knotted at proximal segment of the coil. The stretch resistance thread was broken as the coil was stretched into wire at the proximal end. Dried blood residual is visible on the coil. The microcatheter used with this device nor the device introducer were returned for evaluation. The root cause of this complaint cannot be determined. We cannot determine how the coil became knotted. It is likely that the knot prevented the coil from retracting into the microcatheter and stretched as the device was pulled proximally. We can't determine this cause definitively. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that upon positioning a coil within an aneurysm, the coil stretched. A retrieval device was used to remove the stretched coil and delivery pusher together. The entire device was removed successfully. No harm was reported. Patient information, patient identifier, age, sex and weight are not available.